Manufacturer narrative:
This report is submitted on september 20, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported), in order to remove the abutment.